Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening and flat creases. A leak test and microscopic analysis were performed which identified a sharp opening on the patch/shell bond edge and a striated opening on the radius side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the patch/shell bond edge assessed as an unidentified tear opening and a striated opening on the radius side assessed as surgical damage consistent with the use of a surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.